Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error by removing b/f probe #2 and found that the small wash supply tubing had popped off the probe. The fse reconnected the tubing to the wash probe, applied a new tie wrap and dried the liquid sensor that got wet during the leaking of the disconnection from the tubing. Fse could not determine the cause of the reported event. The fse validated the analyzer by performing wash primes and running quality control run without error and within acceptable range. No further action is required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2232] bf overflow sensor 2 failure cause: the overflow sensor 2 s133 is detecting liquid constantly. Action: please contact the tosoh local representatives. Check s133. The most probable cause of the reported event could not be established.

Event description:
A customer reported "2232 b/f probe 2 overflow sensor failure" error on the aia-900 analyzer. The customer cleaned and changed the probe tips and restarted the system, but the issue persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.